Event description:
During routine dialysis treatment, the pt was discovered cyanotic and unresponsive. A code was called but stopped by the nephrologist. The pt's luer lock on the tubing did not hold and was found disconnected.

Event description:
Add'l info rec'd from MFR 7/13/04: fresenius medical care na has by the receipt of this report become aware of the event. MFR has been in contact with the risk manager at the user facility who stated in june 2004 that there is "no complaint against the bloodline". She also stated that during dialysis treatment, the blood had become wrapped around the lever of the pt's chair causing the bloodline to become disconnected. Unfortunately, our attempts to obtain further info (e.g. Product number and lot number) from the reporting site have been unsuccessful.